Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the motor stall/any contributing factors were not determined. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable pump motor (B)(4) identified corrosion on gear wheel number three and residue on the gear shaft of the motor gear train that resulted in the motor stalls. Eval code-result no longer applies eval code-conclusion no longer applies recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via saol. The patient was hospitalized (B)(6)2017 with increased spasticity and agitation. The admitting diagnosis was baclofen withdrawal and cerebral palsy. Medical treatment was oral baclofen and diazepam. Date of discharge was (B)(6)2017. The baclofen was not discontinued in response to these adverse events. Baclofen was clarified as being gablofen 2000 mcg/ml. The start date of baclofen was unknown. Concomitant medications include sertraline, cetirizine, acetaminophen, miralax, ibuprofen, albuterol nebulization as needed (prn), esomeprazole and flonase. Patient height was (B)(6)inches. Weight was (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 1100 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that the pump status and/or event log reported motor stall occurred and the motor stall was active. The motor stall occurred on (B)(6) 2017 at approximately 21:00. The patient experienced withdrawal, which was considered a sudden change in therapy/symptoms. The patient¿s concomitant medications included oral baclofen and valium. It was noted that the physician may bolus through the catheter access port (cap) to help treat withdrawal and would coordinate replacing the pump as soon as possible. Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that the pump would be replaced on (B)(6) 2017 and returned for analysis. On (B)(6) 2017 the manufacturer's representative reported that the pump was replaced that day and that the old pump was being sent back. No further complications were reported or anticipated.